Event description:
On (B)(6) 2013 the lay user/reporter contacted lifescan (lfs) on behalf of the patient (her father) alleging a onetouch ultra2 meter was reading inaccurately compared to another meter. This complaint was classified based on the customer care advocate (cca) documentation as well as from additional questions obtained by the medical surveillance specialist (mss) during a follow up call with the patient on (B)(6) 2013. The patient reported the alleged issue first occurred on (B)(6) 2013. The patient reported on (B)(6) 2013 at 7am he tested on the lfs meter and obtained a reading of ¿150mg/dl¿ and tested on another meter and obtained a reading of ¿130mg/dl¿. Based on statistical methodology the calculated difference of the results does not exceed the expected value of <=30% or <=30mg/dl when obtained within 30 minutes. The patient reported he normally tests 4 times a day and his typical blood glucose readings range from ¿90-108mg/dl¿ and he uses a set dose of lantus insulin 20 units to manage his diabetes. The patient reported he took his lantus insulin as usual, 26 units 1 hour prior to eating. The patient reported while ¿drinking coffee and reading the paper¿ he lost consciousness and fell to the floor. The patient reported he did not have any symptoms prior to losing consciousness. The patient reported a short time later, he daughter found him and contacted emergency medical services (ems). The patient reported sometime later ems tested his blood glucose and it was ¿40 something mg/dl¿ and he was given oral glucose. The patient reported he was taken to the hospital and they conducted many tests, and he was treated for diabetes. The patient reported he was kept overnight and was not treated for any additional diagnoses. The patient was unclear on the exact date and time of events. At the time of troubleshooting the cca confirmed the meter was in the correct unit of measurement at the time of testing and the patient was using an approved sample site to obtain the sample. Replacement products were sent to the patient. This complaint is being reported because the patient claims due to the alleged issue he took too much insulin, developed symptoms suggestive of severe hypoglycemia and required treatment from a healthcare professional.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 2 ¿ (12/04/2013). The patient¿s test strips have been returned and evaluated by lifescan product analysis on 11/14/2013 and 11/25/2013, respectively, with the following findings:the test strips were also tested and the primary complaint was not confirmed; however, a secondary issue was noted when the test strips were found to have results below range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 ¿ (11/15/2013) the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2013, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.